Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted on the (B)(6) 2019 due to loss of benefit following a trauma event. The user hit his head on the kitchen table on the (B)(6) after which the user could not hear anything and wouldn't respond to his parent's calling him.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The device was explanted on (B)(6) 2019 due to loss of benefit following a trauma event. The user hit his head in the kitchen on the 28th september after which the user could not hear anything and would not respond. Before the incident the user had been performing well with the device.